Event description:
It was reported by the rep the device was used during a "ilc" procedure. It was reported the pt had an "ilc" in 12/99, for a diagnosis of benign prostatic hyperplasia with prostate carcinoma. In 2/2000 pt underwent a volume study which was within normal limits. The pt was scheduled on 4/26 for brachytherapy. When the volume study was done immediately prior to the planned treatment an abscess pocket was found that covered an area of 50% of the prostate. A drain was placed perineally. The brachytherapy was cancelled and no theraseed implants were done.